Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported patient had a recall on pain pump. It was noted that patient got first pain pump in (B)(6) 2009, and for a replacement in (B)(6) 2016. It was stated that patient had to have the pump removed this morning ((B)(6) 2017) because it was under recall. Patient was inquiring why it was allowed to let healthcare professional pump pumps in if the recall came out in january 2016. Patient noted second pump was implanted on (B)(6) 2016. Patient would like to know why this happened. Device information and hcp information was provided. Patient was provided information on our agreement with the recall and that it is an expanded oversight of continued improvements to the pumps and related quality processes. It was stated that patients that have pumps do not need to change their current course of therapy or have the pump removed as result of this agreement. Patient was to direct any questions concerning health or medical treatment to healthcare professional.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.